Event description:
During surgery, vessel sealer requiring swap out due to malfunction. No complications to patient and procedure was able to be completed without further issue. Manufacturer response for system, surgical, computer controlled instrument, endowrist; davinci si (per site reporter). Device rep stated this could be returned for credit when hospital was ready.